Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurements. The lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurements and high impedance measurements with a suspected fracture. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.